Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the patient side assistant pushed the monopolar curved scissors instrument through the patient's spleen during insertion. After the partial nephrectomy was completed, the surgical staff decided that the patient's spleen should be removed. The splenectomy was successfully completed using the system. It is believed that an instrument was holding down the patient's spleen and when the instrument was removed, the spleen moved into the path of the new instrument insertion.

Manufacturer narrative:
No information has been received which suggests that the instrument malfunctioned in a way that may have caused or contributed to the spleen damage experienced by the patient. Intuitive surgical concluded that the patient's surgical complication was unrelated to the performance of the instrument. The da vinci si surgical system user manual specifically states: caution: ensure all installed instruments are visible in the surgeon console view before proceeding to prevent inadvertent harm to the patient. Caution: removal of instruments during a procedure should be done very carefully and only with the knowledge and full view of the surgeon console operator.